Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed but the exact cause remains unknown. One radiographic image of what appears to be the torso region of a patient was provided for evaluation. A red circle has been drawn over the image to direct attention to an object within the patient. The object appears to be a segment of wire and does not appear to be attached to the main length. The actual device and characteristics of the break cannot be clearly examined from the image. Since the x-ray image provided appears to show a fractured stylet, the complaint is confirmed but the exact cause could not be determined. Possible contributing factors included kinking, advancement against resistance, and extension of the stylet past the catheter. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redr0398 showed no other similar product complaint(s) from this lot number.

Event description:
It is was reported during retraction of stylet, clinician noticed it felt "weird". He called for a cxr to confirm placement but also to review if any of stylet had fractured. Cxr confirmed fractured stylet as well as placement of PICC. Clinician did not save stylet. It was placed in sharps container. The tip of the stylet is observed in pulmonary artery. Patient refused retraction/removal of stylet.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr0398 showed no other similar product complaint(s) from this lot number.

Event description:
It is was reported during retraction of stylet, clinician noticed it felt "weird". He called for a cxr to confirm placement but also to review if any of stylet had fractured. Cxr confirmed fractured stylet as well as placement of PICC. Clinician did not save stylet. It was placed in sharps container. The tip of the stylet is observed in pulmonary artery. Patient refused retraction/removal of stylet.